Manufacturer narrative:
This follow-up report is being submitted to relay additional information. (B)(4). Complaint sample was evaluated and the reported event was confirmed. Visual evaluation of the returned product confirmed that there is a hair-like foreign material present in the bone cement packaging. DHR was reviewed and no discrepancies were found. Investigation results concluded that the reported event can be attributed to manufacturing deficiency. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). The customer has not indicated whether the product will be returned to zimmer biomet for investigation or not. Once this information is obtained a follow-up MDR will be submitted. Product location unknown.

Event description:
It was reported that the customer found a hair like substance on the powder sterile packaging material. Attempts have been made and additional information on the reported event is unavailable at this time.